Manufacturer narrative:
(B) (4). Evaluation summary: there was no reported product deficiency. Cardiac arrest, death, thrombosis, and fever are known adverse events as listed in the xience v instructions for use (IFU). Since it was reported that the xience v stent was implanted in a bifurcation lesion, it should be noted that the xience v IFU states that: the xience v stent is contraindicated for pts with bifurcation coronary vessel disease. It was also reported that the xience v balloon was inflated to a maximum pressure of 25 atmosphere (atm), which is above the rated burst pressure of 16 atm. The xience v IFU cautions: do not exceed rated burst pressure (rbp: rated burst pressure) as indicated on product label. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. In this case, it cannot be determined whether the IFU deviations contributed to the reported pt effects. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Device issue: none. Adverse event: sub acute thrombosis/death. Onset of adverse event: na. It was reported that the xience v stent 3.5 x 18 was deployed on (B) (6)2010 in the left main to the proximal left anterior descending artery (lmt #5-lad#6) lesion. The de novo bifurcation lesion was eccentric with no tortuosity or calcification and had a 90% stenosis. During this procedure, there was also a restenosis of a non abbott stent which was treated with a cutting balloon and a non abbott stent was used to treat a lesion in the 1st diagonal branch of the lad. After deployment of the xience v stent, intravascular ultrasound (ivus) was performed and post dilatation was done. The procedure was successfully completed. On 06/20/2010, the pt's condition suddenly changed. The pt lost consciousness and experienced respiratory distress and cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed; however, death occurred. Some time between (B) (6)2010 and (B) (6)2010, the pt had a fever and was treated with medication. The physician stated that there is suspicion of sub-acute thrombosis. Though requested, no additional info was provided.